Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that this one touch ultra meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone to obtain additional info. The pt reported that the alleged issue began in either late (B) (6) of 2009 or early (B) (6) of 2009. On an unspecified date/time, the pt claimed he obtained blood glucose readings of "140 and 350 mg/dl" with the subject meter, performed less than 20 minutes apart from each other. Based on statistical methodology, the calculated difference of the glucose results exceeds the expected value of <=20%. The cca noted that the pt manages his diabetes with insulin (self-adjuster). As a result of the alleged issue, the pt stated he adjusted the amount of lantus and regular insulin he administered based on the subject meter results. On an unspecified date/time, after the alleged issue started, the pt reported developing symptoms of feeling faint, dizzy and sweaty. It is not known what medical treatment, if any, the pt received in response to the symptoms. The pt claimed he felt the symptoms were as a result of administering an incorrect dose of insulin based on readings obtained with the subject meter. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.